Event description:
Info received indicates the foot end casters will not hold in brake due to broken tires on the casters.

Manufacturer narrative:
The technician replaced the casters to repair the bed.